Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
It was reported that the customer had an issue with their cartridge. No further information was provided on the reported issue. Customer had low blood glucose levels (38 mg/dl)